Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 3x80mm armada 14 balloon dilatation catheter (bdc), was on a wire cart in the cath lab, ready to be put away for future use, when it was noticed that the blue chipboard box was bent and torn. It is suspected, there was damage to the inner pouch and sterility was breached. The device was not being prepared for a procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. There was a vertical tear by the top flap in the back of the chipboard box possibly due to inadvertent mishandling at the account and/or during transit to the account; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.